Event description:
Pt presented for elective back surgery, to be done in the prone position. It was not possible to intubate using conventional laryngoscopes, and required a bullard laryngoscope with a plastic extension tip. Midway through the surgery, reporter discovered they could not account for the tip. Prior to extubation a laryngoscope was used to search for the tip. It was not found. Three days post-op pt continued to complain of sore throat and developed mild stridor. Flexible endoscopy showed tip in hypopharynx. Pt required urgent fiberoptic intubation for fb retrieval and exam under anesthesia. No permanent sequelae.